Event description:
It was reported that the atrial lead warning had triggered, and the lead exhibited high impedances, with unipolar impedances being higher than bipolar. The patient had been in a car accident recently, and it was suspected that the lead had been compressed or bent due to the accident. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.